Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. The likely causes are identified as debris in the collet and improper insertion of the tool. (B)(4) was initiated to investigate this malfunction. It was also noted that there was debris inside of the tool channel, the color band was faded and the device markings were illegible. The user manual contains the following warning ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing, or damaged.¿ additional warning indicates ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).

Event description:
Repair request initiated for device with the report of parts detached. No patient impact reported. Repair request escalated to complaint based on reason for return. Upon evaluation, attachment was identified to be damaged by tool contact. No additional information available on follow - up.